Event description:
The manufacturer became aware that a millennium m10 concentrator had a burning plastic smell when first using the device. The user's husband reported the smell eventually went away after using the device, but when he went to change the cabinet filter, the filter cover was cracked and melted. The user's husband states he does not know if his wife was harmed, but they will be following up with a physician. The dme was contacted and is sending a new concentrator and the user reported having a backup device to use in the meantime. There was no report of smoke, flames, voids, or exposed ac wires. There was no report of medical intervention. The device has not been returned to the manufacturer. Attempts to contact the dme for return of the device have been unsuccessful since the user's name and date of birth were unknown. Attempts to contact the user for more information were unsuccessful due to the phone number listed is not accurate. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device not returned to manufacturer

Manufacturer narrative:
The manufacturer previously reported device problem code as thermal decomposition of device-c63286. After review, it was determined the device problem code should have been overheating of device c62883.